Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between the cassette and the solution bag. This occurred during the priming stage of peritoneal dialysis therapy. The patient was not connected. After the patient secured the connection between the cassette and bag, the patient broke the frangible. The patient stated that after the frangible was broken, the cassette disconnected from the bag. The patient was to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.